Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
New etq created in order to update etq (legacy system) complaint (B)(4). Reason for original complaint- litigation alleges that the patient suffered pain, disability, physical impairment, disfigurement, aggravation of a pre-existing condition and excessive levels of chromium and cobalt. Update (B)(4) 2013- sales rep reported revision surgery. Patient was revised to address elevated metal ion levels. The complaint was updated on: (B)(4) 2013. Update rec¿d (B)(4) 2014 - medical records received. Upon revision, (B)(4) of grayish fluid, a reactive pseudocapsule, and corrosion on the trunnion were noted. The sleeve and stem are being added to the complaint.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Examination of the reported device was not possible as it was not returned. A search of the complaints databases finds no other reports against the product and lot code combination since its release to distribution. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated.